Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; a call service 069 alarm occurred during basal delivery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned to and evaluated by product analysis on 12-apr-2019 with the following findings: review of the black box data and pump alarm history revealed call service alarm code 087 recorded. The call service 069 failure was written as call service alarm code 087 in the black box. On investigation, the pump powered on normally without alarm, warning or error. Rewind, load and prime steps were successfully completed. The pump was exercised for 12 hours without any call service alarms occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. .